Manufacturer narrative:
Additional product code dzj. Occupation: reporter is jnj representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis.

Event description:
It was reported that on (B)(6) 2020, the drill bit keep coming out to the 90 deg drill, we changed 90 deg drill but same thing happened. It is unknown if there was a surgical delay. Procedure outcome and patient status are unknown. Concomitant device reported: unk, drill (part #: unknown, lot #: unknown, quantity # :1). This complaint involves four (4) devices. This report is for (1) driveshaft for screwdriver 90°. This is report 3 of 4 (B)(4).

Event description:
It was further clarified that on (B)(6) 2020, the shaft was kept coming out of the 90 degree drill. Surgeon changed 90 degree drill but same thing happened. There was surgical delay of fifteen (15) minutes. Procedure was successfully completed. Concomitant devices reported: shaft for 90° screwdriver (part # 03.505.003, lot # 08172030, quantity 1); dd - matrixpro ii hand piece (part # 05.000.030, lot # unknown, quantity 2). This report is for one (1) driveshaft for screwdriver 90°.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A1: patient identifier: (B)(6). H6: part/lot (03.505.006/8200402) combination are unknown at synthes gmbh, no DHR review possible. H6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. G4: the incorrect g4 date was inadvertently utilized in follow-up medwatch 1. The date should have been reported as september 1, 2020.  Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.